Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 158 cfu comprised of 8 isolates: positive coccobacilli - streptococcus species. Variable cocci - neisseria flavescens. Positive coccobacilli - rothia dentocariosa. Positive cocci - staphylococcus hominis. Positive rods - ID in process. Positive coccobacilli - streptococcus salivarius. Positive rods - streptococcus parasanguinis. Positive cocci - rothia mucilaginosa. The duodenoscope was returned to pentax for evaluation. The pentax inspectional findings included the following: -distal cap - fixed type passed seal integrity inspection. -passed wet and dry leak test.

Event description:
Although the unit passed all inspections, pentax medical replaced the following parts: distal case/cap, deflector body link, o-ring(0.5x1.3), biopsy inlet t-piece pb-free, air/water tube, deflector operating wire, operation channel, bending rubber. After completion of all inspections and repairs, the duodenoscope was shipped back to the customer on 04/23/2018 under the reference delivery number: (B)(4). On 28 may 2018, a device history review was performed confirming the duodenoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax model: ed-3490tk/serial: (B)(4) has been routinely serviced by a pentax facility since the device was shipped to the customer on 08/21/2017. Corrective action issue-pai-18-030072, was initiated on 04/10/2018 for a sampling and culturing study trend and is still in the investigation process. Pentax medical has not received any further information for this event and, therefore, considers this medwatch report closed

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. 9610877 pentax of america, inc., importer, registration no. 2518897 pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036). Evaluations codes: results codes: wear problem FDA 140 conclusion codes: device repaired and returned FDA 63.